Event description:
No osseointegration was achieved after placement of pegen p-15 putty bone grafting material at the time of implant placement. The implant failed approx two months following placement due to mobility and lack of osseointegration.